Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. No pump reboots were duplicated during this time. The pump¿s cover was removed and there were no intermittent conditions found to the power circuit. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.